Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with insulin. Customer¿s blood glucose ranged from 100-200 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.